Event description:
The anesthesiologist ejected the light handle from the overhead operating room light that is located above the or table before the pt was moved off the table. The red light handle fell off the light and hit pt's forearm. The MFR was contacted and they do not have a permanent mount for the adapters. But they are researching the possibility for a permanent mount adapter. The handles currently being used in surgery were purchased from a distributor.